Manufacturer narrative:
Follow-up # 1 ¿ (04/03/2015). The patient¿s meter has been returned on 3/6/2015 and evaluated by lifescan product analysis on 3/20/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had been reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started at 10:30am on (B)(6) 2015. At this time the patient claimed obtaining blood glucose readings on the subject meter of ¿400 and 186mg/dl¿, performed within 20 minutes of each other. The patient manages their diabetes by self-adjusting their insulin dosage, and in response to the alleged inaccurate results the patient stated that they ate less food and/or drink on (B)(6) 2015. The patient denied developing any symptoms as a result of the alleged product issue. The patient did however receive advice from their doctor on the telephone. The advice given was to increase their insulin dosage to ¿25 units¿ of novalog insulin and ¿45 units¿ of levemir insulin per day. It is not known what the patient¿s previous dosage was. At the time of troubleshooting the cca noted that the calculated difference of the glucose results obtained from the subject meter exceeds lifescan¿s criteria for precision. The unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.